Event description:
6/3/1999 - 27 yr old secunda gravida admitted for induction at 40 weeks. Labor meds: nubain 10, pitocin 10. 6/3 at 1350 - poor descent with pushing so vacuum used: 10 pulls with approx. Accrued time of less than 17 minutes. Severe shoulder dystocia at delivery, requiring mcroberts maneuver. Baby 9 lb, 5 oz. 6/3 at 1408 - baby intubated and bagged at 1 min for poor respiratory effort. Apgars of 2 at 1 min, 5 at 5 min, & 5 at 10 min. Baby hr > 100 throughout resuscitation. - dx: subgaleal hemorrhage, hematuria, erb's palsy, neonatal jaundice. 6/3 at 2200 - transfusion of 65 cc prbc. 6/11/1999 - discharge to home.